Manufacturer narrative:
Correction:: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported keypad 1 and 2 not working, which was reproduced. The reported condition was verified. The cause was determined to be a failing keypad, which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "keypad 1 and 2 buttons" of a spectrum infusion pump were not working. This occurred during testing. There was no patient involvement. No additional information is available.